Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metallic particles upon insertion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the presence of metallic particles when inserting the knife blade. The surgeon suspects this is caused from the thinness of the blade edge. Patient impact is unknown. No sample is expected. Additional information has been requested